Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Tip of the driver broke during screw insertion. The broken part remained in screw hole in patient body.

Manufacturer narrative:
An event regarding a fractured hexalobular screwdriver tip from a trident driver shaft was reported. The event was confirmed. Method and results: -device evaluation and results: a visual inspection of the returned devices noted that the devices were returned in used condition. It was observed that the hexalobular tip of screwdriver was broken off. The deformation to the driver indicates the tip was deformed while the device was being used to tighten a screw. Examination of the returned device with material analysis engineer indicated fracture consistence with a torsional overload condition. - medical records received and evaluation: could not be performed as no medical records were provided. - device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been 3 other event for the lot referenced. Conclusions: the reported event was confirmed as per visual inspection of the returned device which shows that the hexalobular tip of screwdriver was fractured. The fractured piece was not included with the returned driver shaft as it was left on the screw hole inside the patient's body. The deformation to the driver indicates the tip was deformed while the device was being used to tighten a screw. Examination of the returned device with material analysis engineer indicated fracture consistent with torsional overload.

Event description:
Tip of the driver broke during screw insertion. The broken part remained in screw hole in patient body.